Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was "beeping." Upon further investigation, it was found that the ICD experienced a power on reset. It was also reported the patient had been receiving radiation therapy near the device. The ICD remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.